Manufacturer narrative:
Summary of eval: eval results indicate that this event would not be associated with the device but rather would be related to user technique.

Event description:
The distraction rod broke seven days post-op once distraction had begun. The broken rod was revised and there were no adverse consequences to the pt or surgical delays during the revision procedure.